Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tips of the jaws were misaligned. This was noticed when the hospital staff went to ligate one branch and the jaws wouldn't close to cauterize. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Maquet cardiovascular received the device on march 17, 2010. A supplemental report will be submitted when the investigation has been completed, and the final failure analysis has been received. (B) (4)